Manufacturer narrative:
Also applies to report #(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the MRI was not done because patient was not eligible. Patient's weight was noted at (B)(6) kgs. Patient's managing hcp information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable component are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017-explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health are professional regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in the ER with excruciating back pain; the patient had gone canoeing over the weekend and woke up with the back pain. The caller reported that a MRI was ordered and there was a note that indicated that the patient¿s ins had migrated and the ins turned off. The caller was unsure if the ins or the lead had migrated but the patient had an appointment scheduled for (B)(6)2017 regarding the migration. This was noted to be a sudden change in symptoms. No further complications were reported/anticipated.